Manufacturer narrative:
(B)(4) initial emdr. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
(B)(4) states: patient underwent a bone marrow biopsy. It was reported that the left posterior hip area was prepped and anesthetized after which the aspirate needle was inserted. Reportedly, when the introducer was removed, the handle of the introducer pulled off leaving the introducer in the needle in the patient. The introducer was able to be removed by pulling at the end. No reported patient harm. Multiple attempts to gather additional information have gone unanswered.

Manufacturer narrative:
Cfn-2017-1127 follow up emdr submission for device evaluation. No sample was provided for analysis. There were no issues found on the DHR for this lot (0001038740). Since no sample was provided for analysis and no issues were identified for reported lot number, the investigation was not able to identify a probable root cause for the reported failure mode. Since a probable root cause was not identified, the investigation was not able to identify any corrective or preventive actions for this complaint. The complaint will be added to the complaint management system and will be tracked/trended for future occurrences.